Event description:
Caller reported that battery charge dropped by 30% in a short period of time, but it did not fall to 5% or cause an unexpected shutdown. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the caller on best practices for managing battery life, and the caller was advised to monitor the system and report if the issue persisted.